Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device lock-up. A single unit was repaired but no other devices were repaired.

Event description:
It was reported that 6 months previous, the battery voltage was 2.77v. Now it states eri/replace pacer. "Apparently the device can not do a battery reading." Follow up with manufacturer's representative reported that the device is functioning normally aside from "software issue" and that new software will be installed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device lock-up.